Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the therapy port connector and found that the one-step pacing cable was damaged with bent pins. It is recommended to replace the one-step pacing cable to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to connect to the pads. Complainant indicated that there was no patient involvement in the reported malfunction.